Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a lesion in the left anterior descending (lad) artery with heavy calcification. The ht bmw universal ii guide wire (gw) was advanced with resistance due to the anatomy. During removal of the gw, an unspecified stent that was being used with the gw became stuck. Both devices were removed as a single unit. Outside the patient the polymer coating was separated but held together by the core 10cm from the tip of the guidewire. The polymer coating at the distal end of the noted separation was bunched and folded over itself. Another bmw gw was used to continue the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The difficult to advance, and difficult to remove are related to case conditions and cannot be replicated in a lab environment. The break and material twisted were confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. In this case, it appears during advancement of the guide wire, the guidewire went through a stent strut and became caught due to damage incurred to the polymer tubing. This then led to the polymer breaking and the difficulty to remove as the stent was removed from the vessel. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4-lot number & - primary UDI number updated.

Event description:
Subsequent to the initially filed report, the following was corrected: during removal of the bmw universal guidewire (gw), the gw became stuck with an unspecified stent. After the gw was removed, the stent appeared to be on the gw. The physician stated that the gw separated and had bunched polymer coating. The stent possibly had unspecified damage but could not be confirm due to the bunched polymer coating covering the stent. No additional information provided.